Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter had displayed an error 5 message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged issue started on (B)(6) 2016, 11:00pm. The patient manages his diabetes with insulin pump therapy. The reporter stated that at 11:15pm on the same day the patient consumed some apple juice after obtaining an unspecified low result. The reporter denied that the patient developed any symptoms and no medical intervention was reported. No other device was used to obtain a blood glucose result. At the time of troubleshooting, the csr noted that it was not the first time the meter was being used, the correct testing steps were carried out the test strips were stored correctly and not expired. There patient was unable to continue trouble shooting as they did not have testing supplies. The patient's products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to an acute diabetic excursion. The patient's reported symptoms do not meet lfs's criteria of serious injury, nor did they receive any medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.